Event description:
It was reported that insulin leaked from the reservoir into the insulin pump. The customer was in the hospital to have surgery that was not diabetes related. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.